Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during review of device interrogation, noise was seen on the right ventricular lead. As a result, a fracture in the lead was discovered. The lead was explanted and replaced. The patient was in stable condition.